Event description:
Patient presented to the hospital with recurrent shocks from her aicd unit. It was determined that the shocks were inappropriate. The aicd was turned off, interrogated and felt to have a lot of background noise suggestive of a lead fracture. The next day she was taken to the or and the aicd was replaced.